Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus'), ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pregnancy with contraceptive device ('ectopic pregnancy') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy and salpingectomy (unilateral) on (B)(6) 2012 and (B)(6) 2013 respectively). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, pregnancy with contraceptive device and menorrhagia outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet received. The case is now incident. Previously reported event "injury" was updated to more specified events " perforation: uterus, ectopic pregnancy, pregnancy with contraceptive device, bleeding, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), plaintiff did not undergone essure confirmation test and device ineffective¿. Reporter, demographics, essure indication (amended); essure insertion/removal date were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.